Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "this lma was inserted into the patient and was quickly removed when the caa noticed that there was a piece of fragment inside the tube of the lma. It was removed immediately and no harm or consequence was reported."

Manufacturer narrative:
Qn#(B)(4). The reported complaint was confirmed upon investigation of the returned sample. The customer returned an actual sample for investigation and loose foreign material was observed at the distal end of the airway tube. Dimensional inspection has been performed, and the measurement of the loose foreign matter exceeded the allowable limits in the applicable inspection specification for the lma unique (silicone cuff) and its associated cuff pilot. The foreign material was identified as a flashing debris from the molding process. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the root cause of this reported issues has been determined to be manufacturing related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that: "this lma was inserted into the patient and was quickly removed when the caa noticed that there was a piece of fragment inside the tube of the lma. It was removed immediately and no harm or consequence was reported."